Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements for the pacemaker and right atrial (ra) lead. Boston scientific technical services (ts) suggested bringing the patient in for evaluation. Attempts to obtain any further information were unsuccessful. The pacemaker and right atrial (ra) lead remain in service and no adverse patient effects were reported.